Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that there was an enormous gap observed after making the tibial cut. The anterior chamfer was over resected by several millimeters. The surgeon had to down size with manual instrumentation. The plan was originally for a size 9 implant and they ended up with a size 6 due to the gap. The reporter stated that he thinks the robot did not go to the correct plane for the anterior chamfer cut. However all of the other cuts were perfect. They did not use a pointer to confirm the cuts nor did they measure or take a picture. The knee was well balanced in the end. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the log files for this event were reviewed. The reported condition could not be confirmed. The investigation found that the most probable root cause of the reported issue is due to leg movement and sub-optimal landmark acquisition. There are no defects found with the system or software. The assignable root cause could not be determined since no problem was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information from the reporter stated that: it was realized that the anterior chamfer cut was wrong once we finished all our cuts and we¿re able to see how large it was. We didn¿t want to use velys to try and downsize the femur to fix it since it was so significant. I do not have a mm measurement but it was a significant amount. We had to open standard 4 in 1 blocks to recut out femur and ended up downsizing from an 8 to a 6 for the anterior chamfer to be appropriate. "